Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Blood glucose level was 360 mg/dl at its highest. Reportedly, the customer performs their own troubleshooting and does observe insulin drip out of the infusion set tubing while the customer is disconnected. The customer resolved the past occlusions by clearing the alarm and resuming insulin deliveries.